Event description:
It was reported that the pt was experiencing a loss of therapeutic effect with increased baseline spasticity which began occurring somewhere in 2008. The pt had been hearing an alarm since approximately early of the original month, but wasn't due for a refill until the end of the following month. The pt had recently moved and was trying to find health care providers familiar with the pump. As of the previous month, there had not been any symptoms reported. On the next month, it was reported that the pt was admitted to the hospital (date of admission was not reported). A catheter dye study had been performed with no issues and there was no volume discrepancy. A CT scan was being performed and contrast medium was in the intrathecal space. The catheters were going to be primed, as per physician instructions, with 0.139 ml (66 cm catheter as per previous records). The concentration and daily dose of baclofen being delivered via the pump were not reported.